Manufacturer narrative:
An event regarding a drill getting stuck in the central drill hole involving an avon anterior cutting guide insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection determined that the returned device has a lot of damage that can be attributed to multiple use over a long period of time. The central drill hole has several dents at both the entrance and exit points which is indicative of damge from other instrumentation during use. Dimensional inspection found that the central drill hole and the lateral and medial pin holes were unable to be measured due to the damage on the returned device. The two holes on the superior surface were within specification. -medical records received and evaluation: not performed as no medical records were provided for review. No adverse consequences were reported to the patient. -device history review: the DHR references one ncr which is in relation to allocation of drop codes and is not relevant to this investigation. -complaint history review: there has been one other similar event for the lot referenced which was investigated and found to be not determined due to lack of information received. (B)(4) has been submitted for this lot commonality. Conclusions: the surgeon complained that the drill got stuck in the drill hole. Visual and dimensional inspection indicates that the device has damage that can be attributed to multiple use over a long period of time. In particular the entrance and exit points of the central drill hole have several dents which is indicative of damge from other instrumentation during use. It is noted that the device has been in use for approximately 10 years. It is also noted that the correct sized drill was used in this event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Avon patella case on right knee. Sales rep stated that a kit was shipped from loaners east and the drill got stuck in the hole and could not be removed from the hole in the avon cutting guide. Sales rep states that the correct size drill was used during the case. There was no adverse consequence or delay in the case.

Manufacturer narrative:
Additional information has been requested however, the surgeon stated there was no adverse consequence to the patient so he will not provide patient details. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Avon patella case on right knee. Sales rep stated that a kit was shipped from loaners east and the drill got stuck in the hole and could not be removed from the hole in the avon cutting guide. Sales rep states that the correct size drill was used during the case. There was no adverse consequence or delay in the case.